Event description:
Customer reports the plastic housing around the electrical contacts of the inform meter appears to be melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.